Event description:
It was reported, due to the patient's condition, (B)(6) 2025, the nurse used a disposable implantable drug delivery device indwelling needle to infuse medication to the patient, after the successful puncture of the non-destructive needle, the nurse pumped back to see the return of blood, and then pushed the 0.9% saline 20 ml, and found that the liquid leaked out of the tip of the needle wing during the process of pushing, suspecting that it was a problem with the quality of the needle, and then explained to the patient to replace the disposable implantable drug delivery device to re-puncture immediately. After explaining to the patient, he immediately replaced the needle with a disposable implantable drug delivery device and re-punctured the needle. We apologized to the patient for the pain caused by this adverse event. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.